Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (low shock impedance) on (B)(6) 2009. Technical services contacted the local representative and noted from the daily measurement's table that there was only one single measurement of < 20 ohms recorded and had occurred on the date of the last in-office interrogation. A manual test with a recorded value of 52 ohms was performed on that day. All other measurements have been in the normal range (50 ohm range). The local representative informed technical services that he was planning to discuss this directly with the physician.

Manufacturer narrative:
Technical services was informed that the physician is aware of the impedance measurements and that the clinic is not utilizing the latitude system. The available information suggests that this lead remains in-service. The event will be reopened if additional information is received and/or the lead is returned for analysis. The product associated with this event has been corrected due to further investigation.